Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced high blood glucose levels because her insulin pump settings were not accurate. The blood glucose reading was 429 mg/dl. The customer called to request assistance with programming the device. Assisted the customer with programming settings for time and date, basal rates, bolus wizard, fixed prime, meter ID, max bolus and max basal. The customer also noted that the insulin pump alarmed errors. Upon troubleshooting for failed battery test, the customer stated that the device was working as designed. Nothing further reported.